Event description:
(B)(4). You can add endometriosis that my doctor found during surgery.

Event description:
(B)(4). Heavy bleeding during periods. Hip pain, numbness in feet, shoulder pain, bloatedness, fatigue, needing hysterectomy.